Event description:
Mr. (B)(6) underwent combined cardiac ablation (for a. Fib) and watchman device on (B)(6) 2025. He was discharged the same day from the hospital on double anti-platelet therapy. Asa my plavix patient present to ER of some hospital 3 days later with acute acalculous cholecystitis. General surgeon was hesitant to proceed with surgery to remove gallbladder due to presence of new watchman device and patient being on plavix. General surgeon considered i.v. Platelet transfusion but the right of thrombosis in the new watchman device was significant. Patient was scheduled to have open cholecystectomy take by interventional radiologist on (B)(6) 2025. But he coded on the way. He died on (B)(6) 2026 from sepsis. My question is whether FDA is monitoring the complication rate of the combined ablation and watchman procedure. This is my first patient who underwent the combined procedure and he died. The combined pvi ablation with simultaneous device was recently by FDA. In this situation the pvi ablation was suspected to have vagal nerve damage leading to atonic gallbladder subsequently acute acalculous cholecystitis. Since the watchman device was new (3 days old) and patient on plavix, the general surgeon was reluctant to operate on gallbladder. He thought reversing the plavix to allow cholecystectomy would cause thrombosis on watchman device.